Manufacturer narrative:
H3. The product for this complaint was not returned. However, the lens was returned and evaluated. There was a clear surgical residue on the lens, however, there was no visible damage noted. It should be noted that the injector was not received. H6. Results - a work order search was performed and there were no similar complaints found.

Event description:
It was reported that the surgeon attempted to insert a 22.5 diopter aq2010v silicone three piece lens and the lens got stuck while advancing in the cartridge. The reporter stated they have been having difficulty advancing the lenses through cartridges and as a result, experiencing more lens tears. There was no pt contact or injury.